Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. Per the reporter one day earlier, the pt had a blood glucose>500, they gave a correction bolus which brought her blood glucose down to 386 mg/dl. She woke up at 10:00 am on original date, vomiting and a blood glucose of >500, they delivered another correction and waited 2 hours. At noon her blood glucose had not improved, she was transported to the hospital. Upon admit her blood glucose was 490, she was treated with IV insulin and fluids. At the hospital they removed her infusion set; an animas inset, and found it to be kinked. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Add'l manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.